Manufacturer narrative:
Title: image-guided ablative therapies for lung tumors source: lung cancer-modern multidisciplinary management, doi: http://dx.doi.org/10.5772/intechopen.94216 pages 1-23 pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed since early 2019, 45 patients have undergone endoluminal ablation with the ablation catheter guided by the superdimension navigation system. Two patients (4.4%) developed a pneumothorax requiring chest tube drainage.